Event description:
Plantiff alleges sensitization to latex and must live her life in constant vigilance for the presence of latex products. Plantiff further alleges suffering hives, hand sores, wheezing, runny eyes and nose, itching, redness, and shaking as well as great despair and loss of enjoyment of life.